Manufacturer narrative:
Section a2, a4, a5, a6: unknown/ not provided. Asku. Section d6a: if implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section h6: device code: 3191 (to capture unspecified/other with patient involvement). Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation, the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported per patient implant card that intraocular lens was in and out explanted. No other information was provided.